Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons regular absorbency, vaginally for normal menstruation (lot number 1120m8070, expiration date, frequency unspecified). After an unspecified duration, the string of the tampon broke and tampon got stuck in body. The consumer had visited hospital to remove the tampon. The action taken with the device and the outcome of the event were unknown. The report was assessed as serious and the company causality was assessed as possible. The sample was received on (B)(6) 2012, consisting of 1 carton of o.b regular 40s`lot#: 1120m8070 and 33 sealed tampons. No nonconformance or manufacturing defects were observed during visual inspection of the complaint sample. No string defects were observed. The device met the specifications. A review of the manufacturing and packaging batch record was conducted and revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. A visual inspection of the retain sample and found no nonconformance or manufacturing defects related to this complaint. A review of complaint data associated with this category was conducted and no adverse trends and no trend involving this lot number were identified. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This foreign report is being submitted as the product involved is same/similar to us medical device (ob regular non-applicator). This closes out this report unless other additional significant information is received.